Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultra meter was powering off during use. The medical surveillance specialist (mss) spoke with the pt on february 23, 2009 and obtained the following information. The pt reported that the alleged power issue began nine days prior to original date. As a result of the issue, the pt claimed he continued to take his usual dose of oral medication daily (4 glucophage pills and 2 glipizide pills). Approx 1 or 2 days after the alleged issue began; the pt stated that he developed the symptom of feeling shaky. In response to the symptom, he reportedly treated self with food and/or drink and felt better afterwards. At the time of troubleshooting, the customer care advocate said there was no known trauma to the subject meter and that the pt replaced the meter's battery as recommended in the owner's booklet. The issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplement report.